Event description:
It was reported when using the bd pyxis medstation system fridge is not detected on bus. The customer reported that the user tried to reboot, but the issue was still persisting. The user managed to get medication from another station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the fridge was not detected on bus. The field service engineer confirmed that the issue was resolved by the customer by rebooting the fridge. The system functioned as intended.